Event description:
It was reported to an aci sales professional that a female pt with history of previous stroke underwent a carotid intervention procedure in 2009. Access was obtained via a 6fr sheath. The physician was a trained user of the mynx device. He proceeded to prep and deploy the device per the instructions for use. Act was 250, peri-procedure, the pt was on 5000 units of heparin plus aspirin and plavix. Following the mynx procedure, 20 minutes of manual pressure was held as a precaution, however no other noteworthy complications were reported. After the procedure, the pt was transferred to the floor. It was reported that she became hypotensive and required 4 units of blood. It was also reported that the pt had a secondary stroke. The physician said blood collected into a small hematoma in the retzius space. The surgeon performed a cut down and stitched the vessel. The pt was discharged 9 days later with no further sequelae. The aci sales professional reported that a femoral angiogram is a standard practice of this physician who reported that there was heavy calcification of the vessels and weak tissues. The physician did not give more details on the stroke.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Hematomas are listed in the mynx instructions for use (IFU) as a potential adverse event or condition that may be associated with the mynx or with the diagnostic or interventional procedure. The device used in this procedure was not returned for eval; based on the info provided and the investigation performed, the root cause of the reported hematoma and blood loss is unk. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. Per the mynx IFU, the safety and effectiveness of the mynx have not been established in patients with clinically significant pvd within the vicinity or puncture. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.